Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
It was reported that a 40mm amplatzer cribriform occluder was selected for an implant on (B)(6) 2022. During deployment, the occluder not take the right shape despite several attempts at positioning. The occluder was removed and a new 40mm amplatzer cribriform occluder was successfully implanted. There was no interaction with any cardiac structures during deployment. There were no angulation or kinks noticed in the delivery system. A 15 minute delay was reported but was not clinically significant. The patient remained hemodynamically stable throughout the procedure. No adverse patient effects.